Manufacturer narrative:
No patient information provided as no patient was involved in this concern.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant was having issues and required repair. There was no patient present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that buttons on the pendant were unresponsive to prompts from the user. The pendant was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed as the "movelsowagleft" and "movelsowagright" buttons were worn and functioning intermittently. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.